Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during placement, a high-torque floppy pediatric guide wire uncoiled and unraveled. A piece of the unraveled wire was stuck in the patient anatomy, but was removed with gentle pressure. The wire was measured to be certain it was complete and no part of the wire remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.